Manufacturer narrative:
Further information was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of episodes, multiple non-sustained ventricular oversensing due to far p oversensing were noted. No intervention was performed, and the right ventricular lead remains implanted.

Event description:
New information received states that the patient presented via remote transmission, out of range, high pacing lead impedance was noted, and the issue was observed since long period of time. Non-sustained ventricular oversensing episodes due to ventricular oversensing of p-wave was also noted. No programming changes or intervention was performed, and the lead remains implanted. The patient is not pacemaker dependent. No patient consequences were reported, and the patient will continue to be monitored.